Event description:
Howmedica osteonics has received a product recall notice from saint-gobain ceramiques advances desmarquest (saint-gobain), a major MFR of zirconia femoral heads. Howmedica osteonics and serveral other orthopedic cos are affected by this recall. This action was taken in response to reports of a high rate of fracture for a specific product batch and concern on several other production batches. Howmedica osteonics has not rec'd any reports of fracture of its zirconia heads mfg from any of the affected batches. An investigation by the french health dept has cited that these fractures may be related to a charge in saint-gobain's mfg process that was implemented in early 1998. As a result, the french and british health depts have suspended the use of all saint-gobain zirconia products mfg since that time. While howmedica osteonics did not receive any product from the batch associated with the high fracture rate, product was rec'd from several other btaches involved in saint-gobain's recall.